Manufacturer narrative:
Further investigation showed that the customer was also having trouble with the sample probe assembly. This was evident by the "abnormal probe sucking" and "sample probe up/down alarms" generated by the analyzer. A field engineering specialist (fes) replaced the sample probe assembly. The customer ran qc testing which was acceptable. Corrosion on the sample probe connector was excluded. In combination of the above service activities along with the repair of the faulty solenoid valve that was previously reported the issue was resolved to the fes activities. The customer stated that they have had no further issues.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated they were getting low results for multiple tests that would repeat higher. At the time of testing they were getting an abnormal probe sucking alarm, but the customer could not confirm which results were affected by this alarm. The customer provided the data for two patients, of which only one patient result is a reportable malfunction. The discrepant result was obtained for chol2 cholesterol gen.2. The initial cholesterol result was 4 mg/dl. The repeat result was 157 mg/dl. The repeat testing was deemed to be correct. The initial result was reported outside of the laboratory but, there was no adverse event. The reagent information and expiration date for chol2 cholesterol gen 2 was requested but not provided. The field engineering specialist found a problem with the fluidics of the system. He stated that the solenoid valve near the vacuum tank had failed causing water drops to collect on top of the reaction cells. He cleaned the faulty solenoid valve and adjusted the cell rinse volumes. He also ran a precision check using a pooled serum sample for all the affected tests which all passed. The customer ran qc which passed.